Manufacturer narrative:
The device was evaluated by olympus. The evaluation found image loss occurred when operating the ud direction angle due to damage to the image pickup unit. Additional evaluation findings are as follows: angulation lock failure; insertion section damage due to physical stress; stain on universal cord due to insufficient cleaning (handling issue); distal end adhesive deteriorated due to chemical/physical stress; connector damage due to physical stress; control body damage due to physical stress (handling problem). The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ltf-s190-5, endoeye flex deflectable videoscope to olympus for repair due to a report an a-rubber adhesive chip. Upon inspection and testing of the returned device, it was found that the image disappeared during angulation but returned. This report is submitted due to the image disappearing during angulation (image returned). As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, an electrical board inside the video connector unit, or a problem on the system side. Olympus will continue to monitor field performance for this device.